Event description:
It was reported that damage to the product was discovered when unpacking the central venous catheter. A hole was found in the extension line (cs-15703-e; affected batch number 71f22m1612) during insertion, and one extension line (de-15853-kwen; affected batch number 71f24h1309) was found to be slit during preparation. A third catheter was used to resolve the issue. The patient had no harm or injury. The associated emdr report numbers are 3006425876-2025-00155.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The customer provided three images showing a cvc for analysis. Visual analysis confirmed what appears to be a leak on one of the extension lines. The also customer returned one, 3-lumen cvc for analysis. No obvious signs of use were observed. Visual analysis of the medial extension line revealed a hole adjacent to the juncture hub. Microscopic examination confirmed the damage and revealed that the edges were smooth and uniform. The appearance of the damage is consistent with damage resulting from contact with a sharp instrument (i.e. Scissors, scalpel, etc.). The location of the hole measured 19mm from the juncture hub. The medial extension line outer diameter measured 2.16mm, which is within the specification limits of 2.13mm-2.21mm per the medial extrusion product drawing. The medial extension line inner diameter measured 1.4478mm, which is within the specification limits of 1.42mm-1.50mm per the medial extrusion product drawing. A lab inventory syringe filled with water was attached to all three extension lines and flushed. When flushing the medial line, water was observed leaking from the hole. No leaks were noted when flushing the distal and proximal extension lines. Performed per IFU statement, "flush lumen(s) to completely clear blood from catheter". A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "ensure catheter patency prior to use". The IFU also states, "do not secure, staple and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations". The report of a leaking extension line was confirmed through complaint investigation. Visual analysis revealed that the medial extension line contained a hole adjacent to the juncture hub. Functional testing confirmed that fluid leaks from this hole when flushing the medial line. The appearance of the damage is consistent with damage resulting from contact with a sharp instrument (i.e. Scissors, scalpel, etc.). Despite the damage, the catheter met all relevant dimensional requirements, and a device history record review did not reveal any relevant findings. Based on the customer report and the sample received, unintentional user error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that damage to the product was discovered when unpacking the central venous catheter. A hole was found in the extension line (cs-15703-e; affected batch number: 71f22m1612) during insertion, and one extension line (de-15853-kwen; affected batch number: 71f24h1309) was found to be slit during preparation. A third catheter was used to resolve the issue. The patient had no harm or injury. The associated emdr report numbers are 3006425876-2025-00155 and 3006425876-2025-00156.